Event description:
It was reported to boston scientific corp, that a solyx sis system was used during a sling placement procedure. The pt age was reported as over 30 years. According to the complainant, after the sling placement, the pt was unable to void. The physician noticed that the sling had not been placed in the correct position. The physician then removed the entire device the next day. Nothing was left inside the pt. The pt's condition at the conclusion of the procedure was reported to be "fine".